Event description:
It was reported by service report that the motion interrupt pan was broken. It was further reported that there was a slice in the power cord. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Motion interrupt pan.